Event description:
It was reported the patient experienced stimulation in the wrong location. It was also reported the patient met with a manufacturer representative on (B)(6) 2013 for reprogramming, but it did not make any improvements. The patient's lead was reportedly 'completely shifted to one side' and the patient felt a lot of stimulation in her ribs and stomach, on the right front side of her body. The patient's desired location was the center of their lower back. It was also reported the patient considered the device to be performing satisfactorily prior to (B)(6) 1013. No falls or traumas were reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Follow up information received reported that no further actions have taken place regarding the event and that the patient outcome was noted as no injury/no adverse event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).